Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data synchronization failure occurred on the device after the 1.11 upgrade. A technical support specialist updated the secure sockets layer settings using iis crypto and then remotely accessed the station and completed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device failed to perform a data sync following the 1.11 upgrade. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.